Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of a mildly calcified common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, the needles were not captured by their respective cuffs and no suture was present on the needles. The device was removed over a guide wire and a second proglide device was attempted, but also resulted in a needle-to-cuff miss. A third proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information. Device #1 proglide is being filed under a separate manufacturer report number. The customer reported the common femoral artery was mildly calcified. During needle deployment, calcification may cause the needle to be deflected from the intended trajectory path which may result in a needle-to-cuff miss.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have aided in the investigation. Possible contributing factors for needle deflection that resulted in the needle-to-cuff miss included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. The deployment technique of the operator, such as, a failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during needle plunger deployment, aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall may cause a needle-to-cuff miss. However, no information was provided regarding the deployment technique of the operator. The operator was reported to be trained in the use of the proglide device. During testing, the needle plunger was reinserted resulting in acceptable needle trajectory. Additionally, during manufacturing, the needle trajectory of every device is verified twice. Patient anatomy may contribute to a needle-to-cuff miss. A femoral angiogram performed prior to the arteriotomy closure procedure revealed the presence of mild calcification, but no tortuosity of the vessel or scarring at the groin/access site. Although, there were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique, based on the successful test of the device needle trajectory in the lab and during manufacturing, the probable cause for the posterior needle-to-cuff miss is needle deflection during needle plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45-degree angle throughout deployment. There was no manufacturing or quality deficiency detected that could have contributed to the reported complaint. Based on the reported information and the inspection criteria a definitive cause for the reported needle-to-cuff miss and associated patient effects could not be determined. A review of the lot history record for the reported lot was not performed because the lot number is unknown. The device was not returned and the lot number was not reported. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.